Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys hbsag immunoassay results for 1 patient on a cobas e 801 analytical unit. This medwatch will cover hbsag. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hbs results. On 21-dec-2023, the patient had an anti-hbs of (B)(6) , interpreted as negative, and an hbsag result of reactive. The initial results were questioned which prompted a new sample to be collected for the patient. On 28-dec-2023, the patient had an anti-hbs of (B)(6) , interpreted as positive, and an hbsag result of non-reactive. The sample was repeated and the results were confirmed. On 28-dec-2023, the patient had another sample collected and the anti-hbs result was (B)(6) , interpreted as positive, and the hbsag result was non-reactive. The sample was repeated and the results were confirmed.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) performed an instrument check successfully. The investigation is ongoing.